Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed "defib fault 78" and "defib fault 97" messages. Complainant indicated that there was no pt involvement in the rpeorted malfunction.